Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter noted that the pump was not making any sounds for alarms, locking the pump, contrast, or audio bolus. This issue was observed a few days ago. It was reported that no sounds were heard when the pump was rewinding, loading cartridge, or priming. A replacement pump is being sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.